Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a hole found in the cuff. As a result, the physician removed and replaced the cuff. The patient was stable following the procedure, and there were no patient complications reported.